Event description:
Reporter initially called indicating aspiration was lost during surgery; noticed blue connector cracked. Patient was not harmed, but this complicated surgery. Doctor would like all cassettes replaced with new lot number. Additional information received on 08/11/2006, noted patient was still having problems with vitreous. During surgery, suction was lost when doctor was breaking up pieces of cataract. They worked first with console in making adjustments; this didn't work so they changed bottle of saline solution. When this didn't work, they changed out cassettes. On the third cassette, they were able to complete surgery. Surgery was delayed for one hour and fifteen minutes due to replacement of all instruments and tubing. Additional information received on 08/21/2006 noted doctor is not comfortable answering the questionnaire. Stated there was no issue with the patient. No additional information is expected.

Manufacturer narrative:
Two returned cassettes (no lot number noted) were investigated; cracked socket bond fittings confirmed. Determination of root cause: assessment: supplier typically used ipa in their process. This was identified as being the catalyst for the fitting to crack. The supplier has since stopped using ipa in their process. Conclusion: we believe this will prevent this type of defect from recurring. Customer declined to complete questionnaire.